Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, system sensor and excessive no delivery tests. The drive support disk was inspected and no anomaly noted. Pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of having high blood glucose of 500 mg/dl. Customer treated with an injection. Troubleshooting found that the cannula was bent and the drive support cap was damaged. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details provided.